Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported device embolization occurred. The patient underwent a left atrial appendage (laa) closure procedure. A 27 mm watchman laa closure device was deployed in the laa. After all criteria was met, the device was released from the core wire, but then immediately embolized to the left atrium. The physician attempted to retrieve the device with a loop and a snare until the device migrated to the left ventricle. The patient was hemodynamically stable. The patient went to the cardiovascular operating room where they removed the device and sutured the laa. The patient was stable post-surgery and was discharged home 3 days post procedure. No further patient complications were reported.